Manufacturer narrative:
(B)(4) 2011. (B)(4) (other): since the device was not returned, the production history and sterilization records were reviewed. (B)(4) (other): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached (B)(4) for complete details. - attachment: (B)(4). Other text : device was not returned

Event description:
After 2 months of implantation, this pacemaker was explanted because of an infection. A new reply pacemaker was implanted.